Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side hole-nonspecific via an rga form.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed broken sharp assessed as an unidentified (tear) opening. Additional observations: ¿ crease flat observed in the device. ¿ red particles observed in the device. No further actions are required as the device was implanted.

Event description:
Physician additionally reported "baker iii capsular contracture." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.